Manufacturer narrative:
On 11/14/2016: review of the pump data by failure investigation verified the alert 4 and incomplete logs received.

Event description:
It was reported that the pump declared data error alerts. The customer's blood glucose level was not impacted. The customer stated would use pens as alternate insulin therapy.